Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported of occlusion from the reservoir. The customer's blood glucose reading was 92 mg/dl. The customer reported no delivery during prime and bolus. The customer performed 5 unit fixed prime/fill cannula test and it passed. No delivery alarm did not occur after complete infusion set change. The customer will return the reservoir for analysis.